Event description:
It was reported st elevation occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned in the laa and a 24mm watchman flx laa closure device with delivery system (wds) was inserted. The distal tip of the was and wds were lined up when the patient experienced st elevation. The circumflex artery was not compressed. There was no air seen in the coronary arteries or in the devices. Air embolism could not be excluded. The patient experienced hypotension, so medication was administered. After 5 minutes, a normal electrocardiogram was observed. The procedure was continued. The closure device was implanted in the patient successfully. The patient was stable when transferred from the lab. There were no further complications. The patient status was fine. It was further reported that the st elevation was seen after release of the closure device. Coronary angiography was performed immediately to rule out circumflex compression. It was further reported the patient is doing well and has no shortness of breath and no angina.

Event description:
It was reported st elevation occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned in the laa and a 24 mm watchman flx laa closure device with delivery system (wds) was inserted. The distal tip of the was and wds were lined up when the patient experienced st elevation. The circumflex artery was not compressed. There was no air seen in the coronary arteries or in the devices. Air embolism could not be excluded. The patient experienced hypotension, so medication was administered. After 5 minutes, a normal electrocardiogram was observed. The procedure was continued. The closure device was implanted in the patient successfully. The patient was stable when transferred from the lab. There were no further complications. The patient status was fine.